Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked. If was further reported that the leak occurred at the end where the ports were attached. It was leaking from the bag itself, in the corner where the patient connector and the administration port were. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device and companion samples were received for evaluation. A visual inspection was performed with the naked eye noted a hole at the rf weld seal. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak through the rf weld seal. The reported issue was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.